Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file contained events and data from 23apr2024 through 26apr2024, per the timestamps. The pump was set to a fixed speed of 8800 rpm (revolutions per minute) and the low speed limit was set to 8000 rpm. The log file captured frequent, intermittent driveline fault alarms. There was no interruption in pump function and the pump appeared to operate as intended throughout the duration of the file. No other notable alarms were captured. Multiples requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-54981, and no further related events have been reported. The relevant sections of the device history records for vad-54981 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline - however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. Additionally, the IFU outlines indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the heartmate ii IFU and section 5 of the heartmate ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The hmii IFU explains that the driveline fault is displayed as an active alarm on the system monitor but not displayed on the system controller. The driveline fault alarm is a text banner only on the system monitor. No sound is emitted. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were driveline fault alarms silence when nursing staff went into room on rounds. The alarm was cleared and came back a few minutes later with no alarm and showing no alarm on the system controller. The patient was put on battery power. Log files captured constant driveline faults events throughout the log. This patient had a known driveline fault since 2017. According to the driveline data in the log, the black wire seemed broken as it had little to no continuity. The other five driveline wires appeared to be performing as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.